Event description:
Clinical information: (B)(6), patient site ID: (B)(6) (B)(4). It was reported that on (B)(6) 2025, a 20mm amplatzer amulet left atrial appendage occluder was chosen for implant using a amplatzer steerable delivery sheath. The left atrial appendage (laa) depth was 23mm.durimg procedure, the left atrial pressure was10mmhg and 500ml volume of fluids were given. The atrial rhythm recorded at start of procedure was non-sinus rhythm (nsr). The activated clotting levels were 412s and heparin was given. The amulet was successfully implanted. On 3 month follow up transesophageal echocardiography (tee) showed pericardial effusion (pe) worsened 14mm compared to a trivial pe post echocardiogram (echo). A pericardiocentesis was performed and 750ml of fluid drained. The patient required hospitalization.

Manufacturer narrative:
An event with patient effects of pericardial effusion was reported. A returned device assessment could not be performed as the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the available information, the cause for the reported pericardial effusion could not be determined. Prolonged hospitalization and an unexpected medical intervention was a result of case-specific circumstances, as pericardiocentesis was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Clinical information: (B)(6) - catalyst ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 20mm amplatzer amulet left atrial appendage occluder was chosen for implant using a amplatzer steerable delivery sheath. The left atrial appendage (laa) depth was 23mm. During procedure, the left atrial pressure was10mmhg and 500ml volume of fluids were given. The atrial rhythm recorded at start of procedure was non-sinus rhythm (nsr). The activated clotting levels were 412s and heparin was given. The amulet was successfully implanted. On 3 month follow up transesophageal echocardiography (tee) showed pericardial effusion (pe) worsened 14mm compared to a trivial pe post echocardiogram (echo).

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.